Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the product was unpacked, it was found that the nipple of one of the products was broken, causing the entire box (two small boxes, 60 pieces) to be contaminated; the number of affected pieces is 60, and the samples cannot be returned. Photos are provided; green claims are required, no complaint reply letter is required, and no complaint receipt letter is required

Manufacturer narrative:
(B)(4) follow up. It was reported the nipple of one of the products was broken. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in the packaging flow wrap with the damaged syringe barrel luer lok. No other defects or imperfections were observed. A device history record review was completed for provided material number 306595, lot 4207070. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.